Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer¿s final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over less than a year since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. Foreign matter was found adhered to the circuit board, and the liquid crystal display (lcd) panel was found to be defective. These malfunctions are suspected to be a defect in the manufacturing process. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined, however, it is likely the foreign matter adhesion that prevented the substrate from forming an insulating film normally led to the malfunction. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the monitor exhibited a red line on the screen during diagnostic procedure. The procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.